Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d implanted (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they heard an alert tone which they believed to potentially be a lead concern. The right ventricular (rv) lead remains in use. The patient also reported that the cardiac resynchronization therapy defibrillator (crt-d) implant site had healed with the device sticking out sideways. A few days later it was flat, over their left arm, and felt like it had turned or fell into the previous pocket. The crt-d remains in use. No patient complications have been reported as a result of this event.